Event description:
As reported, (B)(6) years old male patient returned with knee pain and instability. Sales rep. Was alerted by surgeon¿s office that he wanted to perform a femoral revision on an optetrak cck. Due to the fact that there was an offset tibia in the patient and it was decided to used the old cck. The femoral component was removed. The femur was recut and 20mm distal augments were used (up from 15mm). Stem length was increased from 120mm to 160mm and an appropriate cck insert, and offset screw were used. Patient was last known to be in stable condition following the event. The device is not available for evaluation.

Manufacturer narrative:
Concomitant medical products: cc tibial insert sz 2, 18mm (cat# 208-22-18 / serial# (B)(4)); cc femoral sz 2 (cat# 208-01-02 / serial# (B)(4)); logic stem ext 14mm x 160mm (cat# 02-012-60-1416 / serial# (B)(4)); three peg patella 35mm (cat# 200-02-35 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. As reported, 59 years old male patient returned with knee pain and instability. Sales rep. Was alerted by surgeon¿s office that he wanted to perform a femoral revision on an optetrak cck. Due to the fact that there was an offset tibia in the patient it was decided that we must use the old cck. The femoral component was removed. The femur was recut and 20mm distal augments were used (up from 15mm). Stem length was increased from 120mm to 160mm and an appropriate cck insert, and offset screw were used. Patient was last known to be in stable condition following the event. The device is not available for evaluation. Upon review of all available information, there is no evidence to suggest that a design or manufacturing issue caused or contributed to this event. The reported revision was likely the result of underlying patient factors, which led to instability of the joint.